Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed. The drawers 6.1 and 6.2 were repeatedly showing not detected on bus. The user stated that this error has occurred multiple times in past 10 days and the system was failed with the same error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers had been intermittently going off the bus. A field service engineer reseated the row board and retractor cables to resolve the issue. The customer tested the drawers without any issues. The system functioned as intended after the field service engineer repaired the device.